Event description:
This monitor failed to defibrillate on 3 occassions in 6 weeks. Each incident was a little different. 9/5/00 failed to defibrillate. 9/21/00 - defibrillate but usual bodyjerk did not occur.